Event description:
It was reported that one of cadd cassettes started alarming on one pump no disposable then steady beeping, but when cassette attached to other pump run resvol without alarm. She will callback if above cassettes starts to alarm on backup pump. Started alarming with 38 ml remaining with changeover tomorrow am. No further details provided.